Event description:
Info received indicates the brake will not hold at the foot end of the stretcher.

Manufacturer narrative:
The technician found the rocker arm at the foot caster was broken which prevented the caster from locking into brake. The technician also found that the connecting rod was bent and the brake pedal cracked due to the facilities' staff trying to use more pressure to set the brake. The technician replaced the rocker arm, connecting rod, brake/steer weldment and brake pedal to repair the stretcher.